Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: how was the product stored? - controlled area with temps ranging from 68 ¿ 71 degrees f. Was the integrity of the seal compromised? - there was no evidence that the seal or packaging had been compromised. Item was taken directly from manufacturer¿s box and packaging. Did the packaging look damaged? - packaging was intact and uncompromised or damaged. Were there any quality issues noted prior to the packaging being handled? - no issues were noted prior to the opening of the packaging.

Event description:
It was reported that the patient underwent a laparoscopic umbilical hernia repair procedure on (B)(6) 2017 and the mesh was implanted. During the procedure, the mesh delaminated with layers separating. There was no evidence that the seal or packaging had been compromised. The mesh was removed and hernia was closed with suture.

Manufacturer narrative:
Actual sample was returned. There is no full or partial delamination on returned mesh piece. Entire perimeter of mesh was free of any edge delamination. Mesh is punctured when a tack is driven into tissue through the mesh, under excessive application force from tip of applicator gun. There is no any visual indication of manufacturing related cause. A potential root cause for the reported "delamination or fraying" of subject mesh device cannot be determined.